Manufacturer narrative:
Additional manufacuring narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., other, other text: e1. Initial reporter zip code exceeded allowable field length, initial reporter zip code is as follows: (B)(6) device not returned.

Event description:
The customer reported the device is automatically powering off and on. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. The rad-g powered on and off by itself. Shorting inside the on/off power button created an electrical short across the button, resulting in the button being activated even when not physically pressed.

Event description:
The customer reported the device is automatically powering off and on. No patient impact or consequences were reported.